Event description:
Caller reported that the t:slim x2 pump battery would not charge, even after attempting various troubleshooting steps such as leaving the wall adapter plugged into a working outlet for at least 30 minutes and trying different adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Technical support (cts) decided to replace the pump and sent a replacement to the caller, instructing them to return the problematic pump using a pre-paid label within 10 days.